Event description:
A (B)(6) female patient called zoll customer support to report that her battery charger was displaying "battery charger problem". The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation extensive contamination was discovered inside of the battery charger, which prevented the charger from properly charging batteries. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger. The patient received a replacement battery charger/modem.